Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the internal charge-coupled device cable was damaged by stress on the insertion tube. Additionally, the inside of the scope connector and plug unit were corroded by the influence of moisture that invaded the device for the following: stress to open the venting connector was accidentally applied when the device was under water. Foreign material such as fragments of cleaning tool were caught in the valve of the venting connector. That made the venting connector unclosed. Moisture invaded a leakage tester tube due to breakage/insufficient connection of the tube, breakage of packing in reprocessor/the tube, or the like. The invaded moisture entered the scope connector during leakage test. The device was immersed in fluid for reprocessing with sterilization cap attached. Connector cap of a leakage tester was attached to wet venting connector. Leakage tester was attached/detached to/from device that was under water. The event can be prevented by following the instructions for use (IFU) which state: operation manual: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Reprocessing manual: 1.4 warnings and cautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed no image was displayed due to damage on the charge-coupled device unit. In addition, there was evidence of third-party repair, the light guide lens was discolored due to deterioration caused by chemical stress, there were scratches on multiple parts of the device due to handling, the adhesive on the bending section cover was detached due to deterioration/damage caused by physical or chemical stress, there was clotting protein on the bending section cover due to insufficient cleaning, the connecting tube was dented due to physical stress, switch four was discolored due to deterioration/discoloration due to chemical stress, the forceps channel port was dented due to handling, angulation in the up/down direction did not meet standard value due to wear of the angle wire, switches one and four did not work due to damage, there was no electrical continuity due to corrosion on the distal end, and the scope connector and plug unit were corroded due to water leakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, error b32 (scope data error) occurred on the subject device and there was no image. There was no harm or user injury reported due to the event.